Event description:
It was reported that the customer reported was hospitalized due to diabetes ketoacidosis and high blood glucose. The time and date were correct. The self test was performed and passed. Troubleshooting could not be completed as customer did not have any supplies for the insulin pump to run any prime/rewind test or high pressure test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.